Event description:
It was reported that before use of the bd¿ syringe only slip tip, non-sterile parts were received cracked and also had loose pieces with the parts.

Manufacturer narrative:
Investigation summary: sample evaluation: three photos, one loose assembled 10ml syringe, as well as a loose stopper and a piece of broken plastic were received. The samples were visually evaluated. The syringe was observed to have damage to its plunger rod with 2 of the ribs cracked but not broken off. The broken piece of plastic appeared to be a piece of broken plunger rod rib from a different syringe. Device history record review for batch #7279505 (B)(4). Released quantity was 428,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7279505 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment machine logs review revealed plunger rod jam occurred during the manufacture of this batch. Potential root cause: broken/damaged plunger rods are likely a result of a temporary plunger rod jam during the assembly process and insufficient defect containment. The aql for incorrect assembly is 0.65%. To date only one similar complaint has been received for this issue for this batch with only 2 defects reported. The defective rate identified is 4 out of 428,400, which is 0.0009%. The number of defective pieces that escaped detection in the batch is considered to be extremely low and well within the aql. No corrective actions are necessary based on the defective rate identified no preventive actions are necessary based on the defective rate identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe only slip tip, non-sterile parts were received cracked and also had loose pieces with the parts.